Manufacturer narrative:
The device has been evaluated, but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while being used by a patient. The patient was away from home and no alternative means of ventilation were available. The patient was taken to a hospital and no permanent harm or injury occurred. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor will be replaced to address the issue. A bearing malfunction was found to be the root cause of the blower motor failure.